Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to motor encoder out of phase. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer received a motor error alarm during rewind. Customer's blood glucose was not reported. Insulin pump will be replaced.